Event description:
It was reported that the patient had presented to the emergency room. Interrogation of the cardiac resynchronization therapy defibrillator (crt-d) revealed that the shock impedance had been greater than 200 ohms since april. No patient symptoms were reported and the crt-d and right ventricular lead (non-boston scientific product) remain in service.